Event description:
It was reported the patient experienced inadequate stimulation on their left side. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.